Manufacturer narrative:
The promus select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle and proximal end of the stent. Struts were found to be lifted from their crimped position and pulled proximally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at 14.6 cm proximal to the distal tip.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 18mm x 2.75mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex coronary artery. Following pre-dilation with a 12 x 2.00mm non-boston scientific balloon catheter resulting to 40% residual stenosis, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was again dilated with the 2.00mm balloon. When the stent was advanced again, the hypotube broke 15 to 20cm from the hub. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 18mm x 2.75mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex coronary artery. Following pre-dilation with a 12 x 2.00mm non-boston scientific balloon catheter resulting to 40% residual stenosis, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was again dilated with the 2.00mm balloon. When the stent was advanced again, the hypotube broke 15 to 20cm from the hub. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.